Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a breakdown on the sides of their breasts that was red and scabbed. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse gave an ointment for the skin irritation. Follow up indicated that the skin irritation improved.